Event description:
In (B)(6) of this year I began having problems with my suprapubic catheter. I had severe leakage around the catheter. My doctor thought I might have a urinary tract action and prescribed a prolonged course of antibiotics as well as increasing the dosage of my bladder spasm medicine to the point where I developed severe and uncomfortable dry mouth. He also changed my catheter twice hoping that a different size or shape catheter would work better. When nothing seemed to solve the problem, I experimented with my leg bag and found that required an unusually high pressure to allow urine flow into the bag. Switching to a different brand of leg bags solve the problem. The device is amsino leg bag as 309n. Lot # 92017km but possibly newer lots as well.